Event description:
The customer reported that hemos locked up. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that hemos locked up. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.